Event description:
Customer's iud was dislodged while using the cup. The customer's requested a replacement cup of a different size. Saalt followed up with additional questions on 9/8/2020. Customer responded noting that she was an experienced cup user of a few years. She did have her strings cut short and removed the cup by creating a c-fold internally and not pinching the base. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."